Manufacturer narrative:
A product investigation was performed for this device. The actual device was evaluated. The root cause of the broken distractor is attributed to a failure to follow instructions. Engineering evaluation concluded that there were two damaged button head screws. These screws are used to connect the stabilzer arm to the rack. One of the screws was sheared off at the base and the other was sheared off at the top. The damage and manner of failure indicate that the instrument was misused. It seemes most likely that there was too much force applied to the instrument or it was setup incorrectly or both. The radiographic and clinical data were reviewed by a (B)(4) surgeon. Re-training on the use of this instrument has been provided. The broken distractor presents no risk of injury or death to the patient. The implant surgery was completed with no further issues. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
On 11/03/2015, it was reported that during a sign im nail implant surgery to repair a fracture of the right femur; a distractor broke during surgery.